Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and four days into patient support, the impella 5.5 access site was red, swollen, tender, and warm to the touch. The cite was being monitored closely for an infection while antibiotics were initiated and anti-coagulation was paused. Support continued with the implanted pump following the intervention while patient await heart transplant. Approximately 11 days later the impella 5.5 device was weaned and explanted as patient was bridged to a heart transplant that was noted to be successful.

Event description:
Additionally, it was noted that the impella cable was twisted and that there was reduced purge flow and no other actions were done.

Manufacturer narrative:
The investigation of infection/sepsis and high purge pressure has been completed. The impella device was not returned for evaluation. High purge pressure (hpp): data logs were reviewed and only one "purge pressure high" alarm was triggered during case. Real time (rt) log at time of hpp alarm shows sudden increase in purge pressure with drop in purge flow and stalling of purge flow ticks for approximately 5 minutes before suddenly resolving. Clinical details noted that aic cable was twisted/kinked and causing low purge flow. Cable was un-kinked/twisted and issue resolved. The cause of the high purge pressure was most likely due to a kinked purge line along the console cable based on clinical details and pattern of sudden increase then resolving of purge pressure observed in data logs. Infection/sepsis: the root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. Instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ a3 patent gender was erroneously selected on the initial manufacturer device report number 1220648-2025-30247. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30247. B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30247. H6 medical device problem code 1491 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30247. H10 instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2025-30247.